Event description:
Customer reported via phone call they were hospitalized with diabetic ketoacidosis. Customer experienced chest pain. Customer went to the emergency room and was admitted for three days. Blood glucose value at the time of admission was 786 mg/dl. Customer stated she was not taking care of herself and was off the insulin pump for two weeks as it was broken. Customer stated that the insulin pump was reset and it has been working. Most recent blood glucose value is 112 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.